Event description:
It was reported that a patient underwent emergency spinal surgery on (B)(6) 2011 and a reservoir was used. During the procedure, the drain was connected to the exit port of the reservoir by mistake. The connection mistake was found when the reservoir did not suction well. The reservoir was not removed or replaced until (B)(6) 2011. The patient became paralyzed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4) should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011 narrative - it was reported that a patient underwent emergency laminectomy surgery for epidural tumor of the thoracic spine on (B)(4) 2011. The drain was placed epidurally and a reservoir was used. The patient became paralyzed at spinal level t11. The patient's condition is bad systemically and the patient has developed a breathing problem. The patient is reportedly is about to die. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jt7530 mfg date: 09/01/2009, exp date: 09/31/2015. Batch jt7548 mfg date: 10/01/2010, exp date: 10/31/2015. Batch jt7549 mfg date: 10/01/2010, exp date: 10/31/2015. Batch jt7550 mfg date: 10/01/2010, exp date: 10/31/2015. Batch jt7551 mfg date: 11/01/2010, exp date: 11/31/2015. Batch jt7554 mfg date: 01/01/2011, exp date: 01/31/2016. Batch jt7556 mfg date: 01/01/2011, exp date: 01/31/2016. Batch jt7557 mfg date: 01/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.